Event description:
"Side port of 701053083 - beq-pal 1923-USA#beq-hls cannula 19f al, cracked. This caused blood to leak from the connection. The catheter was replaced and patient is doing well. The cannula was thrown out so it will not be returned." It was reported that side port of hls cannula cracked. This caused blood to leak from the connection. The picture provided by the customer shows the crack along way of connector. Complaint #: (B)(4).

Manufacturer narrative:
It was reported that side port of hls cannula cracked. This caused blood to leak from the connection. No actual harm to any person was reported. The catheter was replaced and patient is doing well. The cannula was thrown out so it is not available for investigation.the photographs provided by the customer show the leakage and the crack at the luer of the cannula connector. The failure could be confirmed. Additional information was received from getinge representative. Information is as below: this product was used around 9 hours. Dressing was changed at 1900, and completely exposed. There was no leaking from cannula at this point. The patient was transported from cath lab to cticu bed. Dressing was changed after this transport, and was fine. Patient was transported back to cath lab for cannula exchange after crack was noticed. Pressure values and flow rate during usage period were within limits. Values were arterial: 215 venous: -68 delta: 19 internal: 236 last values just prior to noticing crack in cannula. At no point were the pressures higher than these values, give or take 5-10 points. The customer was not used any solvent on product such as alcohol, ether, acetone, and liquid inhalation anesthetics (e.g. Isoflurane, ethrane, enflurane). The customer was not use any hard object during aeration (de-airing process). The product was properly stored in the hospital by the rules in IFU (instruction for use). The photographs provided by the customer show the crack on the luer lock connector. Another picture shows that there are at least two 3-way stopcocks were connected in a row to the luer lock connector. It could be assumed that during the patient treatment the lever that results from this non-flexible connection, likely caused a fracture of the connector luer. Furthermore, it could be concluded that the crack on the luer lock connector of hls cannulae could occur by over tightness. The overtightening of a closing cap or a stopcock on to the luer hub may cause a crack vertically in the hub area. Over-tightening may occur either by hand or by using a clamp to apply or tighten a dead-ender (dead end cap) or stopcock. The IFU of hls cannulae mitigates the risk of this failure: ¿ if the patient is repositioned or transported, there is a risk of decannulation caused by strain on the tubing and mechanical damage. The greatest care should therefore be exercised when carrying out these measures. ¿ ensure that there is no strain on the cannula. ¿ avoid subjecting the cannula to mechanical loads. The reported failure could be linked to the risk assessment and control of hls cannulae and the probable causes are associated to: probable cause: - manufacturing: - use of wrong or out-of-spec materials the most probable cause: - user error - lack of attention during device handling - unintended removal of fem cap from cannula - mechanical damage of cannula connection during removal of fem cap - dearing of cannula (tightening luer cap) - damage of cannula connection during connection of tube line - mechanical damage of cannula during fixation - disconnection of drainage cannula from tubing line the occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115